Event description:
It was reported, the catheter handle leaked.

Manufacturer narrative:
We are awaiting device return. A follow up report will be submitted when our investigation has been completed. (B)(4).